Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source. Customer's blood glucose (bg) level was in the 300's (mg/dl). Reportedly, the contact was unsure how the customer would address bg level as the customer was at school and would not plug pump into a power source to deliver a bolus. Reportedly, the contact would call their healthcare provider for manual injections if needed.